Event description:
Caller states the pt tested > 8.0 inr on the coaguchek system and 3.0 inr on a comparison lab. Coumadin was held until lab result returned. No adverse event reported. Requested return of suspect system and replacement was sent.